Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm, the motor passed the motor test and there was no motor error alarm during bolus/basal delivery. The insulin pump had scratches on the display window, scratches on the reservoir tube window and cracks on the reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, no delivery alarm and motor error alarm on the insulin pump. Customer's blood glucose reading was 457 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the motor error alarm occurred during basal delivery.. Customer advised they were able to rewind the insulin pump. Customer was advised to change out the infusion set in order to resolve the no delivery alarm but they declined to do so. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.